Event description:
Reporter noted three pt's had posterior capsule tears in one day. Pt 1 of 3: status unk at this time.

Event description:
Add'l info on pt 1 of 3: anterior vitrectomy; iol fixated in sulcus. Three weeks post-op, satisfactory va 6/9. No further f/u.